Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. This device is included in medical device field correction notification, "difficulty in opening and removing spinous process clamps" ((B)(6) 2017). The revised instructions for use (IFU) were provided with the notification.

Event description:
A site representative reported that while outside of procedure, the long clamp was damaged and could not be loosened. There was no patient present at the time of the issue.

Manufacturer narrative:
Additional information: device lot number and manufacture date provided.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
The suspect clamp has been received by the manufacture for evaluation. The retainer ring has been puled from the top of the adjustment screw and is missing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.